Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The recommendation to replace the peep valve was provided as a solution to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The customer reported a malfunction which may result in excess airway pressure. There was no report of patient involvement.